Event description:
Infusion pump had a 812:02 failure code. Although attempts were made by baxter's quality mgmt to obtain add'l info from the reporting facility, details were not available regarding pt status, medical intervention, pt injury, age of pt, medication involved or the set up of the infusion device.